Event description:
The customer reported the top cover of the architect c8000 processing module will not stay open when they need it to. The customer stated it fell down and hit her forearm. The customer stated she is fine and does not have any injury.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed the hinges, top front cover (rohs) were loose. The fsr tightened the hinges, and the issue was resolved. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends or systemic issues for the instrument parts. Review of the product monitoring review for clinical chemistry systems found no similar issues related to the architect system or parts. A review of historical data did not identify any non-conformances or potential non-conformances related to the complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, sn (B)(6), was identified.